Manufacturer narrative:
On march 15th, 2023, additional information was received stating that multiple malfunction alarms were confirmed in the pump history.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 186 mg/dl. No additional information was provided.